Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified yellow particles in the fill channel, flat crease, and observed void >1 mm in non-textured valve-to shell-bond area. Microscopic analysis and a leak test were performed which identified wear abrasion, and the unit did not leak. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported the left side is "sore and bothersome" due to capsular contracture, baker grade unknown. The device remains implanted.